Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose level was high. The customer reverted to insulin injections for diabetes management. As the customer was currently not connected to the pump, tandem technical support had the customer install a new cartridge and tubing in order to perform a system check. The pump and supplies performed as expected.